Manufacturer narrative:
Other relevant device(s) are: product ID: 9734252, serial/lot #: unknown. Report source: foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection procedure. It was reported that the support arm was no longer able to lock in place. There was no delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
The vertek arm was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The instrument end of the returned vertek arm was locked up. A mechanical failure was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
The event indicated that there was a patient present with no impact to outcome, however there is conflicting information stating that there was no patient present at the time of the event.